Manufacturer narrative:
Reporter information: (B)(6).

Event description:
Philips received a complaint on the defibrillator indicating that the device indicates the failure of treatment implementation. There was no patient involvement.